Event description:
A cartridge alarm was reported on the customer's pump during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. Cts assisted the caller in loading a new cartridge; however, the cartridge alarm recurred, preventing the resumption of insulin therapy. As a corrective action, cts arranged for the pump's replacement, confirmed the shipping address, and instructed the customer to put the pump into storage mode and return it using a pre-paid label. The customer was informed and acknowledged the instructions and was advised to use multiple daily injections as backup insulin therapy.